Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided a2: age and date of birth unknown / not provided a3: patient sex unknown / not provided a4: weight unknown / not provided b3: date of event unknown / not provided d4: lot number unknown / not provided d4: expiration date unknown / not provided d4: unique device identifier (UDI) unknown / not provided e1: email address and first/given name unknown / not provided h4: device manufacture date unknown / not provided customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a screw fractured in the patient's mouth. The patient was expected the next week and requested a screw removal tools in order to retrieve the broken portion from the implant.